Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they recently went in for an ablation on their back and they had to turn the therapy off for the procedure and when they turned the therapy back on, they saw a message on their handset that said they had a low implant battery. Patient said the last time they had connected and hadn't received the message had been a couple months ago. Patient services reviewed the meaning of the message with the patient and redirected the patient to follow up with their managing health care provider to further address the issue and to discuss next steps for their therapy. Patient services (ps) reviewed MRI compatibility with the patient as well. Patient never gave a specific date for when the ablation took place/when the low ins battery popped up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.